Event description:
Patient reported unusual stimulation when sound processor is on the abutment with head movement. When site is palpated without sound processor attached, no pain is reported. Physician considers this to be nerve stimulation and treated it with injection of lidocaine and kenelog. The injections seem to resolve the pain superiorly but there is now pain posterior to the implant/abutment site.